Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with external devices. It was also reported the patient stopped charging ipg as recommended. As a result, the patient is awaiting surgical intervention.

Event description:
Follow-up information provided the patient will not have intervention at this time. No further intervention planned

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.